Event description:
It is reported by nurse silvia of the hospital that the pin puller didn't grap the pins anymore. A replacement was available to complete the surgery.

Manufacturer narrative:
Manufacturing date and expiration date updated. An event regarding pin extractor not holding pin involving a headless pin extractor was reported. The event was not confirmed. .a visual inspection noted the device was unremarkable. Functional inspection was not able to replicate the reported event. Medical evaluation not performed as no medical records were provided. There is no indication that patient factors contributed to the reported event. Device history review. A device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review. A complaint history review confirmed no other similar events for the reported lot. The investigation concluded that the device was functionally acceptable. The reported event could not be confirmed or replicated.

Event description:
It is reported by nurse (B)(6) of the hospital that the pin puller didn't grap the pins anymore. A replacement was available to complete the surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.